Manufacturer narrative:
The technician replaced the brake bearings, stiffener plate and the brake and steer casters to repair the bed.

Event description:
Information received indicates the brake will not hold.